Event description:
It was reported that using a right femoral artery access approach during a scheduled valvoplasty rotablator procedure of the heavily calcified, mildly tortuous, left anterior descending artery (lad) and right coronary artery (rca) the 3.5 x 23 mm xience xpedition stent delivery system (sds) was being advanced with some anatomical resistance when the proximal shaft was bent and during manipulation it separated while in the guide catheter. The device could be removed from the anatomy by hand without issue. It was noted that during the same procedure a 3.5 x 28 mm xience xpedition sds was advanced but could not cross and the tip was mangled and stretched; the stent was not deployed and the device was removed without noted issue or resistance. A 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) was utilized for post dilatation but the shaft bent then during manipulation while advancing with some resistance it separated; it was removed by hand without incident. A third 3.5 x 28 mm xience xpediton sds was attempted in the lad in the procedure but could not cross; the stent strut was reported to be flared and the device was removed without issue. Additionally, a 3.5 x 23 mm xience xpedition was successfully deployed in the rca and post dilatated with a nc trek bdc; a 3.5 x 28 mm non-abbott stent was deployed in the lad. The patient was reported as stable throughout the procedure and there was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified. The nc trek referenced is being filed under a separate manufacturing report number.